Event description:
With interrogation of device - noted impedance out of normal limits for the 6949 lead, possibly indicative of lead fracture/break. Patient became hypotensive and bradycardic while attempting to remove ICD lead. Patient went into electrical mechanic dissociation. Patient expired. Possibly related to laser perforation of vessel or mi.